Event description:
Caller reported a cgm error code and indicated that the issue began around august or september 2025. There was no adverse impact to the customer's blood glucose level. Customer reset pump independently, resolving the issue without additional display of the error code, and successfully started their sensor session.